Manufacturer narrative:
The pharmacist did not provide any information regarding the meter, strips and could not provide any information involved in the reported event. Per label copy/ package insert: high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Not returned to manufacturer.

Event description:
Pharmacist emailed in for patient: "pt (B)(6). She stated that the readings were to elevate when eating only spinach 93-398. Pt reported to inject insulin on (B)(6) 2015 and did not eat, because the reading of her bg was 247 mg/dl. When she came to the clinic with the poc meter her bg was 56 she needed to take 4 tablets of glucose. " the pharmacist did not provide any further information regarding the serial number and the test strip lot number involved in the reported event.

Manufacturer narrative:
Medwatch # mw5057529 dated (B)(6) 2015. Note: duplicate report of one issue. Reference 3004193489 8015-00175 submitted to the FDA 11/24/2015.

Manufacturer narrative:
Mw 5057529 submitted to FDA 10/26/2015. Nova biomedical received mw5057529 11/16/2015. The mw reporter was unable to provide any information regarding the meter, strips and could not provide any further information regarding the reported event. The consumer's complaint could not be confirmed. The consumer did not return the glucose meter nor the test strips in question.